Event description:
It was reported that during a laparoscopic colon procedure, the device made a strange noise, delivered an incomplete staple line, and did not cut. A second device gave the same problem. The third device was used straight without articulating it and it worked fine. There was no adverse consequence to the pt.